Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 5 devices were evaluated in the field and the issue was confirmed; 3 devices had alignment issues, 1 device had a worn component, and 1 device had a dirty component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 6 malfunction events, where it was reported the brakes or steer were difficult to engage or disengage. There was no patient involvement.